Event description:
The reporter stated that the surgeon was advancing a three piece silicone lens model aq2010v in the injector and the haptic broke off. There was no patient contact.

Manufacturer narrative:
Evaluation results: a visual inspection of the returned product shows one haptic is torn off of the lens and is stuck in the cartridge. There is clear surgical residue on the lens. No visible damage to the cartridge which has clear surgical residue on it. Conclusions: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the injector was not returned for evaluation.